Event description:
It was reported by a vns patient¿s mother that she was last seen by the nurse in neurologist office for vns dosing on (B)(6) 2017 and since that appointment her seizures have increased and magnet does not appear to be working. The mother says it¿s like the vns is not on. The patient was scheduled to visit the neurologist. Additional relevant information has not been received to-date.

Event description:
Follow-up to the provider indicated that the patient was last seen on (B)(6) 2017 and the settings were turned up at that time. It was stated the vns was not causing the seizures, and the seizure rate was not worse than before vns, but rather the patient had just recently received the device and was still being titrated for efficacy. She stated the diagnostics on (B)(6) 2017 were normal, and there was no malfunction suspected with the device.